Event description:
This patient was admitted electively for replacement of a faulty medtronic ventricular lead. At this time the generator was also replaced with a sequential model. Original pacer was put in- in florida several years ago. Mfg. Rep. Here during change of lead and pacer. Took lead wire with him 4/3/92. Ptient did well discharged 4/3/92device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: none or unknown, electrode failure. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.